Event description:
It was reported that stent migration occurred. The target lesion was located in the left main (lm) and proximal left circumflex artery (lcx). A 4.00mm synergy drug-eluting stent (des) was advanced and successfully deployed. After the stent deployment, a 4.00mm nc emerge balloon catheter was advanced for post-dilatation. However, upon crossing the stent, it was noted that the stent was moving freely within the lm and lcx artery. The stent was retrieved with a snare device. The device was removed and the procedure was completed with another des. No patient complications were reported and the patient outcome was good.